Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, cancer, and breast mass. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via FDA mw 5085496 that a (B)(6) year old caucasian female patient who underwent primary breast augmentation on (B)(6) 2005 with mentor smooth round spectrum saline breast implants developed a benign, hard mass in her left breast that required 2 lumptomies, (in 2009 & 2012). The patient was also diagnosed with melanoma and have had multiple excisions ((B)(6) 2017, (B)(6) 2018, and (B)(6) 2019), and countless other spots removed prophylactically. The patient reports that she is rarely in the sun, she wears sunscreen religiously and has no family history of melanoma. The patient had additional scans/MRI to check if there has been an metastasis, however, patient did not report results of these tests. The patient also reported the following side effects due to silicone toxicity and breast implant illness: chronic fatigue, brain fog/ difficulty concentrating, muscle aches, joints pain, dry skin, eyes, mouth, burning eyes, weight gain, easy bruising, unexplained heart palpitations (requiring multiple ER visits), anxiety, panic attacks, skin rashes, tingling/ numbness in arms/ hands, dehydration, decline in vision, digestive issues, chronic inflammation, heavy menstrual periods with heavy clotting, headaches. Depression, rheumatoid arthritis symptoms, impatient/ pms symptoms, cold hands and feet, ringing in ears. The patient also reported: pain in left breast (pulling/stabbing pain, achy) . The patient reported that she has had no official diagnoses and her lab results return normal despite experiencing those symptoms. She also reported both implants do not seem as full as they once were bilaterally. The patient is scheduled for explantation in (B)(6) 2019. The root cause of the patient's symptoms are unclear. Should additional information become available, this case will be reopened and reassessed. This report is for the patient¿s left-sided device.